Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white crystallized contamination in the air, water and auxiliary jet channels. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the adhesive on the optical cover glass was uneven; the adhesive on the distal end was lifting; the adhesive on bending section cover insertion tube was lifting; the right angle was not to specification; and the device failed automated air leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The customer did not provide a cleaning disinfection and sterilization information, so it is unknown if there were any deviations. Based on the results of the investigation, olympus confirmed foreign material came out of the device and identified the foreign material as simethicone type product. A definitive root cause cannot be determined. However, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage which detected at air leak test. The subject event can be detected and prevented by implementation in accordance with the below IFU. Detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.